Event description:
Customer reported: on the morning of (B)(6), unit staff asked us to assess what appeared to be a leak in a dual lumen groshong PICC. They had clamped the line as soon as they discovered it. On investigation/flushing, it was in fact leaking at the connection of the white lumen below the injection cap. The PICC line was removed and a new PICC line inserted. There was no harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.